Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -11.5/+2.0/086 diopter, into the patient's left eye (os) on (B)(6) 2017. On (B)(6)2017 the lens was exchanged with a shorter lens. Surgeon notes a vault value of 3.0 CT. Attempts to obtain additional information have not been successful.

Manufacturer narrative:
Additional information: confirmed lens exchange was due to excessive vault. The problem was resolved. (B)(4).

Manufacturer narrative:
Device evaluation: the lens was returned in a micro centrifuge vial with moisture on the lens and presence of clear surgical residue/ debris on the product. Visual inspection found the lens missing a piece of its haptic and presence of debris and residue on the lens surface. (B)(4).